Event description:
The customer was hospitalized for low blood glucose. Levels. The customer had also experienced low blood glucose levels two days prior to being hospitalized. Troubleshooting was performed and the time and date where not correct on the insulin pump. There was a bolus delivery in the history, that the customer could not recall. All other programming was correct.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.